Event description:
On (B)(6) 2010, pt reported elevated blood glucose of "hi" mg/dl due to occlusion (e4) errors. Pt delivered manual insulin injections to correct elevated blood glucose. Target blood glucose is 200-300 md/dl. Pt disconnected infusion tubing from headset and attempted to bolus. Infusion device displayed occlusion (e4) error. Pt disconnected infusion tubing from device and attempted to prime. Infusion device displayed another occlusion (e4) error. Pt has never changed the adapter and was advised on manufacturer recommendation. Pt did not have any new adapters. Pt changed insulin cartridge and successfully resumed normal operation pt does not reuse insulin cartridges. Insulin cartridge and infusion set were changed on morning of report. Infusion device buttons were functioning as intended. There were no leaks in the system or blood in the infusion set. Infusion device was not dropped or exposed to water or insulin ingress. Insulin was not expired. Time and basal rates were set correctly. Advised on correct type of battery for use in infusion device. Blood glucose returned to normal by end of troubleshooting call. Follow-up was provided on 11/21/2010. Pt continued to receive occlusion (e4) errors when she attempted to bolus. Blood glucose elevated to "hi" mg/dl again. Friend transported pt to hospital and blood glucose was 812 mg/dl. Pt was treated with an insulin drip and remained on infusion device. Pt was diagnosed with diabetic ketoacidosis and was released on (B)(6) 2010 at 5:26 a.m. Infusion device. Adapter, and infusion set were replaced and requested for evaluation. Insulin cartridge was also requested for evaluation.